Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide an update to field h4 (device manufacturing date).

Event description:
It was observed that during the device evaluation, the deflectable videoscope had a b30 and e216 communication errors. There was no patient involvement.

Manufacturer narrative:
Device was returned to olympus for evaluation. It was observed that during the device evaluation, the deflectable videoscope had a b30 and e216 communication error. Based on the results of the investigation, the most likely cause of the two errors was an electrical/electronic component connection problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device